Manufacturer narrative:
H3. Visual inspection identified some slight damage to the septum with no leaking seen during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from a healthcare provider (hcp) via a company representative (rep) stated that the early replacement indicator (eri) occurred on 2025-03-02. The pump was malfunctioning and was hospitalized on oral medication. The rep believes the pump was recently refilled. The dye study was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was receiving lioresal (baclofen) via an implantable pump. It was reported that the patient reported getting ¿tighter¿ with limbs over last couple days since (B)(6) 2025. The patient does fall occasionally but could recall a fall in the last week. A dye study was performed. The issue was not resolved. Additional information from multiple sources (con/hcp/rep) stated that the pump was alarming without known cause. Return of spasticity note by patient. Moreover, discrepancy noted at the last refill. The pump may have had a low reservoir alarm not cleared, but the facility states that was not the case. The physician indicated that they also saw an early replacement indicator (eri) that was (B)(6) 2025. The patient was admitted to the emergency department (ed) and provided oral baclofen. The pump replacement was scheduled for next day. The logs were pulled. Consultation was provided to the physicians that were involved. A decision was made to proceed with replacement. A new pump was implanted and the catheter staying in service. The issue was resolved. Additional information from a healthcare provider (hcp) via a company representative (rep) stated that the first time she kept hearing an alarm, she did not have a low reservoir. When the healthcare provider (hcp) scanned the pump stalled and recovered but magnetic resonance imaging (MRI) was not performed. The hcp turned up the rate up a bit rescanned to clear the alarms. The hcp scanned the patient on a different date after MRI and the pump showed ¿error stalled and restarted.¿ the patient reached out after two days later and said she still hear the alarm, so the hcp scheduled the patient with interventional radiology (ir) to do interrogation and dye study. The pump came back with no issue after the tests. The patient came back in a week and the hcp heard the alarm but was not low reservoir instead it was her date for a refill. The hcp thought that it showed she should have a 4 ml left but they drew out close 10 ml. The hcp refilled the pump and started her back up. The next day she came in and was crying because of spasticity and pain. The pump was scanned but there were no errors. She was admitted into a hospital for a pump replacement. The patient husband stated that his wife spasticity has been worsening over the past three months, and she was struggling. The hcp already reached out to them and sent in a script for oral baclofen. They are going to give it a few days and let the hcp know how she is doing then start titration up to help her.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a healthcare provider via a company representative regarding a patient who was receiving lioresal (baclofen) via an implantable pump. It was reported that the patient reported getting ¿tighter¿ with limbs over last couple days since (B)(6) 2025. The patient does fall occasionally but could not recall a fall in the last week. A dye study was performed. The issue was not resolved. Additional information from multiple sources (con/hcp/rep) stated that the pump was alarming without known cause. Return of spasticity note by patient. Moreover, discrepancy noted at the last refill. The pump may have had a low reservoir alarm not cleared, but the facility states that was not the case. The physician indicated that they also saw an early replacement indicator (eri) that was (B)(6) 2025. The patient was admitted to the emergency department (ed) and provided oral baclofen. The pump replacement was scheduled for next day. The logswere pulled. Consultation was provided to the physicians that were involved. A decision was made to proceed with replacement. A new pump was implanted and the catheter staying in service. The pump was explanted on (B)(6) 2025. The issue was resolved. Additional information from a healthcare provider (hcp) via a company representative (rep) stated that the first time she kept hearing an alarm, she did not have a low reservoir. When the healthcare provider (hcp) scanned the pump stalled and recovered but magnetic resonance imaging (MRI) was not performed. The hcp turned up the rate up a bit rescanned to clear the alarms. The hcp scanned the patient on a different date after MRI and the pump showed ¿error stalled and restarted.¿ the patient reached out after two days later and said she still hear the alarm, so the hcp scheduled the patient with interventional radiology (ir) to do interrogation and dye study. The catheter came back with no issue after the tests. The patient came back in a week and the hcp heard the alarm but was not low reservoir instead it was her date for a refill. The hcp thought that it showed she should have a 4 ml left but they drew out close 10 ml. The hcp refilled the pump and started her back up. The next day she came in and was crying because of spasticity and pain. The pump was scanned but there were no errors. She was admitted into a hospital for a pump replacement. The patient husband stated that his wife spasticity has been worsening over the past three months, and she was struggling. The hcp already reached out to them and sent in a script for oral baclofen. They are going to give it a few days and let the hcp know how she is doing then start ti tration up to help her. Additional information was provided via a company representative (rep) stated that the cause of the patient¿s symptoms was unknown.